Event description:
It was reported that the screws (x2) became damaged during an anterior cruciate ligament double bundle repair. All implants were removed but the surgery was delayed over 30 minutes. No further info is available from the customer and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Eval of the two bio-interference implants returned revealed these were damaged at the tip. One implant has a mushroom appearance and the other one has a piece of the first thread broken off. The device history record revealed nothing relevant to this event and no other complaints have been reported for this part/lot combination. The observed condition of the implants is typically caused by either not inserting the implant perpendicular to the bone or due to improper bone preparation. The cause of the complainant's event was attributed to misuse.